Event description:
The ge oec 2800 uroview fluoroscopy system had a communication error.

Manufacturer narrative:
A ge oec service rep investigated the issue and was able to resolve the issue on the phone. The emergency off switch was activated on the control panel. The user was advised to release the switch and the table operated as intended. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.